Event description:
This report addresses product sample 2 of 4 in which a home patient (hp) reported four cassettes where the tubing that connects to the homechoice (hc) machine was broken. On (B)(6) 2010 product surveillance spoke with the home patient (hp) who confirmed that on 4 different cassettes from the same lot, the tubing was broken off on the part of the cassette that connects to the machine. The hp noticed the broken tubing prior to use. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). Three unused cassettes were received in reference to the customer report of broken cassette tubing. The cassettes were visually inspected and noted that the ports were broken completely off. No other visual defects were noted. This report was confirmed for broken tubing. A review of all batch record documents was performed with no issues noted during the manufacturing process. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.